Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had high blood glucose of 483 mg/dl. Customer treated high blood glucose with manual injection. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.